Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found cracked top and right cases. During occlusion testing, the motor rate error was found. The root cause of the reported issue was found to be normal wear as the motor assembly, leadscrew and clutch halves were old, dirty and worn out. Replaced worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.